Manufacturer narrative:
An event regarding loosening involving an restoration modular stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not available.

Event description:
Postoperative diagnosis: patient underwent right total hip replacement (B)(6) 2013. Patient underwent the right hip revision for mechanical loosening of femoral component on (B)(6) 2014. All components exchanged except acetabular cup.